Event description:
This AED is part of the population for field action, upon the completion of the investigation, it was found to exhibit issue that was subject of action. Action has been recently classified as recall.

Manufacturer narrative:
(B)(4). The 510k is initial clearance for AED. Method: internal device memory reviewed.